Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the devices/migration of essure device location of device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain/pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy full and bilateral salpingectomy with removal of the essure devices). Essure was removed in october 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was jan-2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2015: results: confirmed proper placement, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the devices/migration of essure device location of device/expulsion/migration/perforation/perforation: other') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain/pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy full and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2015 she received treatment for breakage/ expulsion, migration, perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results: confirmed proper placement, total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) :perforation. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event device migration pt was updated to uterine perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the devices") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.